Event description:
Rv lead integrity alert warning - (2 or more criteria met). Review high rate-ns episodes, sensing integrity counter (short v-v intervals). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).